Manufacturer narrative:
The reported premature battery depletion was not confirmed in the laboratory. A longevity calculation was performed based on programmed settings and usage data and the device was found not to meet its longevity requirement. With an external power supply and removal of the battery, the device tested normally and no anomaly was noted. The battery was sent to the vendor and no anomalies were detected. The cause of the premature battery depletion was undetermined.

Event description:
It was reported that the device prematurely reached eri after two years. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received, device evaluation anticipated but not yet begun.